Manufacturer narrative:
E1.: phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported, right side "a lot of pain, discomfort. And hardened in breast (capsular contracture, grade IV)". Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, b5, h6.

Event description:
The device has been explanted and replaced.